Event description:
The nurse stated that the lower right siderail is not locking.

Manufacturer narrative:
The technician found the siderail was not locking. The pins inside that lock onto the frame were bent. The technician replaced the siderail to repair the bed.